Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a history of low impedance via merlin.net. Insulation break was noted after the suture sleeve had been removed. It was also observed that the rv lead was exhibiting low impedance. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition during and post procedure.